Manufacturer narrative:
(B)(6). (B)(4). Event is still under investigation at this time.

Event description:
After the device was inserted, it was confirmed that blood was leaking from the valve. A new replacement device was used to complete the procedure. No additional information has been provided regarding patient outcome.

Manufacturer narrative:
(B)(6). (B)(4).. Investigation - a review of functional test, complaint history, instructions for use (IFU), quality control (qc) and a visual inspection was conducted during the investigation. The returned device was functionally tested by injecting water through the sidearm. No leakage was seen when flushed without occlusion of the sheath. The sheath was then clamped off and water was injected by hand with considerable pressure causing water to spray from the valve. The cap of the valve was cut off and the disc inspected. The slit in the valve was torn and jagged. It is likely that excessive side force on the dilator caused the disc to tear resulting in leakage. Valves are checked for proper check-flo valve assembly and leak tested during final inspection. This product is shipped with an IFU which states the intended use, contraindications, warning, precautions and instructions for use. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
After the device was inserted, it was confirmed that blood was leaking from the valve. A new replacement device was used to complete the procedure. No additional information has been provided regarding patient outcome.